Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with cystoscopy, and secure total extraperitoneal sacrocolpopexy due to pop and correction of rectocele and cystocele. It was reported that the patient experienced dyspareunia, urethral obstruction, and partial large bowel obstruction secondary to mesh. It was reported that the patient underwent removal of mesh, release of anterior leading edge anterior mesh, division of posterior mesh with reattachment of distal mesh, and posterior perinearrhaphy on (B)(6) 2007. It was reported that patient underwent removal and resection of intersection battery on (B)(6) 2010 concurrently with upper endoscopy. It was stated that the patient consents to procedure despite knowledge of significant obesity and risk for recurrence. It was reported that patient underwent mesh revision /removal on the (B)(6) 2010. It was reported hematenusis elevated unk- (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele and bleeding.